Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported unresponsive speed switch was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. During testing, the device spun as intend; however, the speed repeatedly reverts to low or glide speed. There is no tactile response on the speed switch buttons and the speed switch is responding as if the low-speed button is stuck in the down position. Engineering review of the device data log shows that during the procedure the low-speed button was getting stuck in the down position for extended time periods.

Event description:
It was reported that during preparation, a diamondback 360 coronary orbital atherectomy device (oad) was set up for percutaneous coronary intervention (pci) in left anterior descending (lad) lesion with 90% stenosis, heavy calcification and moderate tortuosity. The oad was tested ex-vivo and the low-speed button was long pressed to test and enable glide assist, but the device did not respond. Additionally, during the test, the crown started spinning at low speed when the high-speed button was pressed. The glide assist mode was activated when the high-speed button was pressed several times. It was noted that the led for the desired speed lit up when the speed button was pressed. Low speed button was unresponsive throughout the procedure. The high-speed button activated low speed mode or glide assist mode every time it was pressed. Therefore, the physician decided not to use the oad. A new oad was used to complete the procedure without any adverse effects to the patient. The analysis on the returned device indicated that device went lower in speed, still changes speed unexpectedly. The speed repeatedly reverted to low or glide speeds. There was no tactile response on the speed switch buttons and the speed switch responded as if the low-speed button was stuck in the down position. The low-speed button was getting stuck in the down position for extended time periods.